Manufacturer narrative:
The device was returned to the olympus service center and due to deformation of lever mount, forceps control lever did not move smoothly. Additionally to the findings reported in b5, the evaluation found the following: due to wear of grip, water tightness was lost; due to deformation of right/left knob, water tightness was lost; due to deformation of forceps elevator knob, the knob rotated concurrently; due to deformation of forceps elevator lever, up/down knob could not be locked securely; switch #1 had a cut; scope-cover was deformed; scope-body had a crack; up/down knob was deformed; suction-cylinder was deformed; shaft guide was sticky due to water leakage; because guide pin of electrical-connector was missing, water tightness was lost; due to deformation of scope-connector, water tightness was lost; due to a pinhole on bending section cover, water tightness was lost; due to damage on charged coupler unit, the image had shadows; due to damage on ultrasonic cable, displayed ultrasound image was defective with missing elements; due to damage on acoustic lens, the displayed ultrasound image was defective; acoustic lens was damaged; acoustic lens had a scratch; nozzle was deformed; adhesive on bending section cover was detached; connecting tube had a cut; due to wear of angle wire, bending angle in up direction did not meet the standard value; and channel-tube had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
It was observed that during the device evaluation, the gastrovideoscope was observed to have a scratch on the acoustic lens and foreign material in the channel tube. Foreign material was also found exiting the nozzle, which was attributed to insufficient cleaning. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined although it can be presumed that the event occurred due to physical stress by dropping and/or knocking the affected part to a hard surface/object and applying a chemical stress during the cleaning/sanitization process. Olympus will continue to monitor field performance for this device.